Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date of the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? How many tissue layers were closed upon episiotomy incision during the procedure? What were current symptoms following the index surgical procedure? Onset date? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an episiotomy procedure on an unknown date and suture was used. The patient experienced post-op inflammation and the incision healed not very well in 10 days after episiotomy. Revision surgery was operated and stitches were removed. Then patient's condition changed better. Additional information was requested.